Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause was failure of the dr board. Since the product was manufactured prior to implementation of a design change, it is likely that the event occurred due to failure of the operational amplifier.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty patient board set, causing no image with olympus 180 series scopes.

Event description:
A user facility reported to olympus that their model cv-190 was not getting an image with olympus 180 series scopes. There was no patient injury or harm, associated with the problem, reported to olympus.